Event description:
On (B)(6) 2008, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 60 mm, with the 36 mm metal insert, the femoral stem was the s-rom 36 standard neck +8, and the femoral head was a 40 mm diameter +6 offset. On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 62 mm, with the 44 mm metal insert, the femoral stem was the s-rom 36 standard neck +8, and the femoral head, was a 44 mm head +6 offset. Soon after these surgeries, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area and left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: arthritis, left hip; arthritis right hip.